Event description:
It was reported that on (B)(6) 2005, the patient presented pain and extrusion of the inferior metallic endplate and core of his anthroplasty. On (B)(6) 2005, the patient underwent surgery consisting of a revision, retroperitoneal approach to the lumbosacral spine; removal of partially extruded charite implant, ls-51; fusion with 15 mm fra and infuse and grafton; and internal fixation with screw into s1 vertebral body. Per the operative report ¿¿ with exposure of the l5-s1 disc space in between the iliac bifurcation, the implant was palpable beneath the fairly thick granulation and scar tissue. Incision into this allowed release of serosanguineous fluid and visualization of the polyethylene core. The polyethylene core was removed with little difficulty. Care was taken with extruded s1 implant to be certain that the exposed teeth do not catch on any of the soft tissues, and the inferior end plate was carefully removed. The superior end plate well imbedded in the inferior portion of l5, and it was levered down into the disc space, and once again with careful protection of the teeth, it was removed from the wound. The disc space was inspected. New granulation tissue was noted across the posterior portion of the annulus. The end plates were perforated. An fra distractor was placed and sequential distraction with implant trials allowed placement of a 15 mm femoral ring allograft which was packed with infuse (one single strip) in its center. This was impacted into the disc space. The distractor was removed. Grafton was placed over the anterior and lateral portions of the disc space and surgicel was placed anteriorly, allowing the retroperitoneum to fall back into place ¿¿ no patient complications were reported. A fluoroscopy demonstrated effusion at the l5-s11 with unilateral pedicle screw and vertical interlink bridging l5-s1 with anatomic alignment. On (B)(6) 2005, the patient was discharged from hospital. On (B)(6) 2005, in a post op f/u the patient presented some back pain and lower extremity pain; tenderness at the incision site; burning urination; retrograde ejaculation; some difficulties with impotence and lack of sex drive. On (B)(6) 2005, the patient presented abdominal pain and muscle spasm in his lumbar spine. He also presented a small superficial thrombotic vein under the skin in his right forearm. On (B)(6) 2005, the doctor requested authorization for a referral so that the patient could see a psychologist for depression. On (B)(6) 2005, in a follow-up for pain management the patient presented chronic intractable pain, persistent urinary tract burning, erectile dysfunction, and depression. On (B)(6) 2007, the patient underwent a stress test. ¿impression: the negative bruce tolerance test at 74 percent of the predicted heart rate .¿ on (B)(6) 2007, the patient presented pain in both ankles. On (B)(6) 2007, the patient presented back pain and had a 3v lumbar spine radiograph which showed ¿pedicle screws affix the l5 and s1 levels with rod. Bone plug is held in place by a screw anteriorly located. The disc space height is well maintained. Osteophyte at the posterior margin of the vertebral body of ls is seen. No obvious loosening or infection signs are seen. No fracture of the hardware is obvious either.¿ on (B)(6) 2007, the patient had a mr scan done which demonstrated on the left side peroneal tendon dislocation with disruption of his superior peroneal retinaculum. On the right side the mr scan showed an osteochondral defect in the lateral talar dome and prominent lateral tibial exostosis. On (B)(6) 2007, the patient presented persistent low back and ankle pain with some sciatica. On (B)(6) 2007, the patient presented with dizziness and shortness of breath. The patient had a anteroposterior chest radiograph taken which showed no evidence of acute chest pathology. On (B)(6) 2007, the patient presented popping, instability and pain of both his ankles. On (B)(6) 2007, the patient presented left tendon dislocation and underwent surgery which consisted of a repair of the left peroneal tendon dislocation; open repair of fibular fracture, and left peroneus longus and brevis tenolysis and tenosynovectomy. No compilations were noted. On (B)(6) 2007, the patient presented in a post op visit for a peroneal tendon dislocation, mild swelling and pain. On (B)(6) 2007, the patient was admitted to hospital after presenting in the or acute urinary retention, abdominal pain, and acute renal insufficiency. In the doctor¿s reports it is mentioned that the patient stated he had complications after his 2005 l5-s1 disc replacement of a ¿temporary lower extremity paralysis¿ which resolved after disc removal and fusion surgery.¿ however, he claimed that ¿since then, the patient states that he has been unable to ejaculate and has difficulty maintaining an erection. He said that the surgeons told him that they had nicked part of the spinal cord. He also says that he feels like he has been having problems urinating since the surgery¿¿ impression after evaluation: ¿acute renal failure secondary to urinary retention. This is likely multifactorial given the patient¿s history of prior back surgery and has used multiple antidepressants with anticholinergic properties.¿ a pa chest, abdominal spine, and upright radiograph were taken which demonstrated that the lungs were clear and cardiac silhouette normal with acute abdominal pathology. On (B)(6) 2007, a renal sonogram was conducted which was negative. On (B)(6) 2007, the patient had the foley removed and was discharged from hospital. On (B)(6) 2007, in a f/u visit for fibular repair the patient presented soreness. On (B)(6) 2007, the patient in a new patient establishment ov requested pain management, complained of bladder shutting down periodically, right ankle and lower back pain. The patient also presented failed back surgery syndrome and insomnia. On (B)(6) 2007, the patient presented left foot and ankle pain. On (B)(6) 2008, the patient presented chronic back pain, right hand numbness and pain in the right hand to shoulder. The patient also reported that he received a dog bite (right zygomatic arch) 3 days prior to appointment on (B)(6) 2008 the patient presented nausea, stomach cramps, popping in left ankle, swelling at incision - left ankle. On (B)(6) 2008, the patient presented upper extremity pain which he claimed he had for four years; low back pain, numbness affecting thumb and first three fingers; shooting pain in the fingers to elbow. On (B)(6) 2008, the patient presented hand pain, right more than left with some tingling and numbness in both as well as decreased sensation in c5/6 distribution. A ncs of the upper extremities was conducted which suggested ¿bilateral focal nerve neuropathy at the wrist (carpal tunnel), right severe with chronic denervation and left moderate with chronic denervation.¿ on (B)(6) 2008, the patient underwent a radiograph of the cervical spine which showed: no spinal canal stenosis or cord compression along the cervical spine; at c4-c5, 2mm central disc protrusion indenting thecal sac, and a mild narrowing of the left c3-c4, c4-c5, c5-c6 neural foramina by uncal arthropathy. On (B)(6) 2008, the patient presented painful hands and chronic back pain. On (B)(6) 2008, the patient complained of trouble sleeping and chromic denervation of the right median nerve. On (B)(6) 2008, the patient presented chronic back pain, htn, and insomnia. On (B)(6) 2008, the patient presented wound dehiscence of the right hand, status post carpal tunnel release and underwent surgery for debridement of the skin and subcutaneous tissue. No complications were noted. On (B)(6) 2008, the patient presented an open wound on his right hand and underwent a procedure which included a debridement of the skin and subcutaneous tissue and simple closure. On (B)(6) 2008, the patient presented chronic pain, neuropathy, and htn uncontrolled. On (B)(6) 2008, the patient presented dermatitis and chronic pain. On (B)(6) 2008, the patient presented hand swelling and chronic pain. On (B)(6) 2008, the patient presented an abscess on the right arm, chronic back pain, psoriatic lesions on scalp, anxiety, depression , mass on right hand, and complained of sleep walking, eating ,and driving on (B)(6) 2008 the patient presented a dog bite on left hand and chronic back pain. On (B)(6) 2008 and (B)(6) 2009 the patient presented back pain. On (B)(6) 2009, the patient presented chronic pain, and irritated mucosa with gingna retracted. On (B)(6) 2009, the patient presented back pain. On (B)(6) 2009, the patient presented a spider bite on his bottom. 3cm, warm, no pus. On (B)(6) 2009, the patient presented chronic pain. On (B)(6), the patient presented pain and possible infection from wrist surgery. On (B)(6) 2009, the patient presented pain. On (B)(6) 2009, the patient presented post laminectomy chronic pain syndrome. On (B)(6) 2009, the patient presented a mouth sore into throat, nausea, chronic pain, stress, depression, and talk about suicide. On (B)(6) 2009, the patient presented pain. On (B)(6) 2009, in a follow-up visit for mouth thrush, the patient complained of needing more pain meds as he was running out early (¿im mune to them¿). On (B)(6) 2009, the patient presented mouth thrush. On (B)(6) 2009, the patient complained of lack of energy and sleeping night and day. On (B)(6) 2009, the patient presented chronic pain. On (B)(6) 2010, the patient presented chronic back pain and received a two view chest xr which demonstrated ¿no acute changes.¿ on (B)(6) 2010, the patient complained of almost passing out. On (B)(6) 2010, the patient requested a referral to a pain management doctor for chronic back pain. On (B)(6) 2010, the patient received a referral to a pain doctor. On (B)(6) 2010, the patient presented pain in his back, ankles, and hands per the doctor¿s notes: ¿impression: cervical spondylosis with MRI evidence of facet arthrosis between c3-c5. Lumbosacral pain, likely related to spondylosis with radicular component.¿ on (B)(6) 2010, the patient presented lower back pain with bilateral lower extremity radiculopathy and had a lumbar spine MRI performed which demonstrated: ¿l2 to congenitally shortened pedicles noted with superimposed mild multilevel degenerative changes; l5-s1 intervertebral disc graft appears well incorporated with normal alignment of the l5-s1 vertebral bodies. Spondylosis touches and causes minimal flattening of the anterior/inferior exiting right l5 nerve root. Asymmetric spondylosis touches the left l5 nerve root in the extraforaminal region with slight mass effect.¿ on (B)(6) 2010, the patient presented pain in the back, ankles, and hands. Per the doctor¿s notes: ¿impression: cervical spondylosis with MRI evidence of facet arthrosis between c3-c5. Lumbosacral pain, with clinical and radiological evidence for lumbar spondylosis-multilevel facet arthrosis and foraminal narrowing with right l4, l5 and bilateral s1 involvement. The patient has emg evidence of bilateral median neuropathy, currently asymptomatic.¿ on (B)(6) 2010, the patient received lumbar facet injection for back pain. On (B)(6) 2010, the patient presented pain in the back, legs, ankles, and hands; depression and anxiety. ¿impression: cervical spondylosis with MRI evidence of facet arthrosis between c3-c5. Lumbosacral pain, with clinical and radiological evidence for lumbar spondylosis-multilevel facet arthrosis and foraminal narrowing with right l4, l5 and bilateral s1 involvement. He had temporary response to facet injections. The patient has emg evidence of bilateral median neuropathy, currently asymptomatic.¿ on (B)(6) 2011, presented depression and chronic back pain. On (B)(6) 2011, the patient also underwent a full 360 comprehensive physical exam and depression screening. The patient presented chest pain and had a single view chest xr performed which demonstrated: no cardiopulmonary disease¿. The patient also presented chronic back pain and muscle/joint pain, lack of energy. This listed diagnosis was depression, chronic pain ¿ lower back, htn, psoriasis, obesity, arthropathy, and gred. Patient is currently on disability. On (B)(6) 2011, the patient presented chronic back pain. On (B)(6) 2011, the patient presented sinus congestion, trouble breathing, and chronic back pain. On (B)(6) 2011, the patient presented multiple lacerations to arms and face as well as numbness to the 1st,2nd, and 3rd fingers due to a dog bite on the right arm and face two week before. On (B)(6) 2011, the patient presented chronic pain. On (B)(6) 2011, the patient presented a rash on both arms, syncope with : dizziness, blurred vision, and changing colors. On (B)(6) 2011, in the doctors hand written notes it stated that the patient presented bone pain when he sits and shortness of breath when working outside. On (B)(6) 2011 and (B)(6) 2012, the patient presented pain. On (B)(6) 2012, the patient underwent a testosterone lab conducted which showed results in the normal range. On (B)(6) 2013, the patient presented right ankle pain and chronic back pain. On (B)(6) 2013, the patient underwent a psa lab in which the results were normal.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.